Manufacturer narrative:
The reported event was addressed with phone support. The customer informed the intuitive surgical, inc. (Isi) field service engineer (fse) that they had no further issues after reseating the instrument. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the patient side cart (psc) instrument advanced by itself after installed on arm3 however the anomaly did not reoccur after reseating instrument with no system faults. The probable outside force pushing on arm or drape pulling on arm carriage while clutched and completed cases after reporting issue without any further interruption. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause may be attributed to external mechanical interference, such as an outside force pushing on the arm or a drape pulling on the arm carriage while clutched.